Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and following additional information was obtained: per complaint reporting checklist (crc), the issue was confirmed to have been identified during a sigmoid colectomy procedure. There was no patient harm or injury, no procedure delays, and no fragment fell into the patient¿s anatomy. The procedure was completed with a da instrument of the same kind.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) was not moving correctly and making double movements, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. No non-intuitive movements were observed. The functional tests were unable to be performed due to the returned condition of the instrument. The instrument was returned with the energy cord cut. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures were observed during log review. The complaint regarding motion issue was not confirmed by failure analysis.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) was not moving correctly and making double movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.